Event description:
It was reported that the system 9800 failed to power up and there was the report of a loud noise. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.